Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided. According to the information provided, the device was switched when issue was noticed. It was confirmed that the leak was at the gas source. The issue has been resolved and the device was delivered to the user in working condition. There was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to gas source.

Event description:
It was reported that the ventilator has leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).